Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced blood glucose levels in the 400s mg/dl with extreme drowsiness, polydypsia and unspecified ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and received phone advice from their healthcare provider and self-treated with insulin via injection. It was reported that the patient was insistent that the pump was not properly delivering insulin. The reporter stated that the patient changed their infusion set, site, cartridge and the problem persists. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was a loss of prime observed in the black box on (B)(6) 2015; deliveries never resumed. The last bolus delivery was on (B)(6) 2015 and a review of the alarm history showed no alarms indicating there was an interruption in delivery. The pump was exercised for 24 hours with no errors, alarms or warnings. The total daily doses added up correctly and reflected the users programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required specification.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.